Manufacturer narrative:
The customer reported that the "analyzer ran hot". No allegation of patient/user harm. No allegation of incorrect results. The analyzer was not returned.

Event description:
The customer reported that the "analyzer ran hot". No allegation of patient/user harm. No allegation of incorrect results.